Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the subject was seen at the infusion center at the request of one of the nurses, patient was with daughter. The peripherally inserted central catheter (PICC) line was not able to either infuse the antibiotic or dry blood. The cardiologist reported that they obtained some blood cultures as an outpatient on (B)(6) 2017 which grew (B)(6). He was readmitted to hospital from (B)(6) 2017. On (B)(6) 2017, patient had his blood culture done again which was negative. Additional work-up included an ultrasound which showed possible fluid collection both along the driveline and in the upper abdominal wall. A computed tomography (CT) confirmed a fluid collection along the driveline up until the ventricular assist device in his upper abdominal wall. This was the second occurrence of (B)(6) sepsis despite being on chronic suppressive full dose oral antibiotics for this (B)(6) driveline site infection. On (B)(6) 2017, the white blood count (wbc) count was 8.4x10^9/l. In the clinic, and patient appeared very sleepy. Patient was much less conversant than normal denied having any fever and fell asleep quite easily in the office but was arousable and was able to provide some details. On physical examination, patient was mildly hypotensive with blood pressure (bp) of 80/58 mmhg. The patient was afebrile with temperature of 98.2°f and still had some purulent drainage from the driveline site. They attempted to use tissue plasminogen activator (tpa) to address the occlusion in the peripherally inserted central catheter (PICC) line to no avail. They were also unable to infuse a drug or withdraw blood. It was thought that the patient likely had abscess around the actual left ventricular assist device (lvad) and this was an incurable infection. Even with intravenous antibiotics there was a very high likelihood that patient would become bacteremia again. They thought that the most humane course of action at this point would be to pursue hospice. Patient daughter and sister were in agreement that hospice would be the best course of action. Patient was placed back on his oral keflex as suppression. Since the PICC line was nonfunctional, it was removed, and home care was notified to stop ancef in the interim. On (B)(6) 2017, the subject¿s daughter called hospital pager stating that the subject had passed away at home. The subject¿s daughter also stated that the hospice rn needed to know how to turn off the lvad. The hospice nurse walked through the process of disconnecting the lvad without difficulty. The subject¿s wife expressed a huge gratitude for all of the care provided to the subject over the last two and a half years. His wife stated that she would return all vad equipment at some time in the future. She was instructed to contact the hospital team on the pager and one of the team members could come and pick up the equipment from the front or she could leave it in hospital. No further patient complications have been reported as a result of this event.